Event description:
As reported by the user facility: IV catheter inserted into pt by nurse, IV fluids connected to catheter began to leak around the catheter hub. Upon inspection, it was discovered that the catheter had disconnected from the hub. Catheter was removed from pt without incident. Add'l info provided by the facility indicated, the pt is fine and suffered no add'l adverse sequela associated with this incident.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The sample consisted of the catheter hub separated from the catheter. The internal stainless steel funnel used to lock the catheter into the hub could clearly be seen and was intact. No portion of the catheter remained inside the hub. The fractured catheter measured approx 29mm and appeared intact. Although no inventory remained of the reported lot, twenty-five unused samples from a lot currently in co's inventory were tested for integrity of the cannula needle to hub joint by pull testing. All samples exceeded the minimum separation force spec. The sample and all available info has been provided to the actual MFR.